Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient received stage 1 of a two-stage revision of the right knee to treat pain, swelling, walking difficulty, and purities secondary chronic infection progressing to severe sepsis. Upon entering the joint, the surgeon encountered and removed gross purulence from the joint. Significant synovitis and infected tissue were debrided. All components were explanted and replaced with depuy products and competitor cement x five (5), and stimulant antibiotic beads. On (B)(6) 2016, the patient underwent right primary attune tka to treat end-stage osteoarthritis secondary to trauma and bone scan dated (B)(6) 2018 confirms loosening of the tibial tray. On (B)(6) 2018, patient received a right revision to treat pain secondary to loosening and varus migration of the tibial tray. The patient was revised with a tc3 revision knee utilizing competitor cement x three (3) and a synthes screw. On (B)(6) 2019, the patient received a right knee bone decompression to treat pain and walking difficulty secondary to heterotopic ossification. Intraoperatively, the surgeon removed anterior suprapatellar bone spurs and adhesions and performed a synovectomy. All components were well-fixed and retained. The patient received an anterior adductor canal nerve block catheter for postoperative pain relief. The procedure was completed without complications. Pathology of the excised tissue was benign, and no infection was identified. On (B)(6) 2020, the patient called to report acute onset right knee pain, swelling, redness, night sweats, chills, and systemic puritis. The patient reported that the knee was warm to the touch and the swelling was so severe that he was having difficulty walking. The patient denies any trauma to the knee. The patient was two (2) weeks s/p cessation of broad spectrum antibiotic suppressive therapy for chronic infection. On (B)(6) 2020, joint aspiration was performed. Fluid was cloudy and positive for calcium pyrophosphate crystals, gram positive for cocci, and positive for staphylococcus aureus. The physician referred the patient for emergent right knee revision surgery due to severe sepsis. This report involves one (1) unknown screws: cortex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional procode: jds. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision of attune primary knee. Found that there was loosening of tibia. Unclear if what interface. On (B)(6) 2020, a synthes screw was utilized in a revision total knee arthroplasty with multiple post-operative complications for heterotopic ossification, wound healing, and infection. This complaint involves one (1) device.